Manufacturer narrative:
(B)(4).additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation could not confirm the reported condition of a leak. The root cause could not be determined. This device is a single use device and was discarded. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that one (1) ce infusor lv 1.5 device was leaking during patient use causing the device to spill onto the patient's skin. According to the report, the patient was connected to the infusor via a gripper needle to a portocath. The patient returned to have her infusor disconnected and said that she had felt there was a 'dampness' around where the infusor was attached. There is no patient injury or medical intervention reported. No additional information is available.